Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device does not recognize when the cassette is attached. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device does not recognize when the cassette is attached. No relevant service history was found. Review of event log found applicable events. Visual/functional testing was performed. Reported problem could not be confirmed. Upon further inspection, found defective downstream occlusion (dso) sensor. Replaced dso sensor, bezel and seal. The upstream occlusion (uso) seal was separating from chassis, replaced uso seal. Device passed all testing criteria.